Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom error 105, which was not reproduced. Review of the event history log confirms the system error 105, which was found to be caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump displayed system error 105, during preventive maintenance testing. It was also reported there was no pt involvement.